Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an ICD replacement procedure, externalized conductors via fluoroscopy were suspected to be noted between the two coils but the physician was not sure. The different values of the lead tested normal. The physician decided to keep using the lead as the patient just need the ICD to defibrillate. The procedure has been completed and the patient is fine.